Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge plunger became stuck in the ilet and the user was unable to remove it until guided troubleshooting was performed. No adverse clinical symptoms or effects during the event reported. Outcomes included resolution of the issue through user guidance without alerts, alarms, or medical intervention. Investigation included remote troubleshooting and education, including instructing the user to disconnect the ilet and use the fill tubing function to drive the motor upward to release the plunger. Investigation of this case revealed that the plunger was freed and removed after the motor was advanced, consistent with a transient cartridge/plunger impediment. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the cartridge assembly.